Manufacturer narrative:
The scope was sent to an independent laboratory to eto sterilization. The scope was then returned to the service for evaluation. A visual inspection was performed with an olympus boroscope on the received scope and found discoloration inside the channel from the bending section side. The instrument channel was inspected further and found a kink inside the channel from the bending section side. The suction channel was inspected and did not find any kinks, marks, or discoloration. Additionally, the image was inspected and the image of the scope is normal. The scope did not pass the leak test. The scope was purchased on november 19, 2011 with no previous repair history. The scope will be sent to the original equipment manufacturer for further investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. As part of our investigation, an olympus engineer was dispatch to observe the sampling techniques at the user facility. The engineer reported that cardboard boxes were brought into the sampling room during the scope sampling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The scope was re-cultured at the site and tested positive for corynebacterium tuberculostearicum.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). Additional information from the ess states that the user facility¿s pre-cleaning is being performed in accordance with the IFU immediately after a procedure. The user facility uses cidex opa- c concentrate. Asp johnson and johnson cleaning and disinfectant solutions with the endoscope. The endoscope is being leak tested manually using an olympus mu-1, mb-155 and then leak tested in evotech prior to manual cleaning. The endoscope¿s channel is being brushed during manual cleaning twice with two single use endochoice hedgehog brushes. After each brush cycle the channel is visually inspected. An asp evotech ec system/sn. (B)(4) automatic endoscope reprocessor (aer). The aer¿s chemical minimum effective concentration is being checked every cycle. There is no known issue with the facility¿s aer. The last preventative maintenance for the aer was october 16, 2018. There have been no changes in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All of the facility¿s reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in an eto sterilization case. The scope undergoes routine maintenance.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). As part of our investigation of this report, on april 9, 2019, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. The ess reported that there were no deviations with the user facility¿s reprocessing methods.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2 and h10. The OEM reported that reported event was attributed to the following: ¿insufficient reprocessing due to improper reprocessing procedure is a probable cause.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for sphingomonas mucosissima after reprocessing. There were no associated patient infections reported.